Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device failed to charge during ECG calibration. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's biphasic module to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed biphasic module and determined electrical damage on the module was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device failed to charge during ECG calibration. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.